Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the primary infused at the secondary rate and the secondary infused at the primary rate. No patient harm reported.

Manufacturer narrative:
Correction: the customer¿s report that the primary infused at the secondary rate and the secondary infused at the primary rate was not confirmed. The intended rates for the primary and secondary infusion were not provided. The pcu event log showed the rate of the primary infusion was 100ml/hr for the majority of the infusion, but was changed to 10ml/hr at 6:49 pm and changed back to 100 ml/hr at 6:56 pm. The secondary infused at 125ml/hr. The kvo rate was 5ml/hr. The volume recorded as being infused was 897.945ml for the primary infusion and 125.041ml for the secondary infusion. The root cause of the primary infusing at the secondary rate and the secondary infusing at the primary rate was not identified. No devices or disposable sets were returned for investigation.